Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (460 mg/dl) and had an upset stomach. The customer's ketone level was 2.8 and was considered as being dangerous by a healthcare provider. The pump supplies were changed. Boluses via the pump and insulin injections were administered. The customer went to the emergency room (ER) on (B)(6) 2017 and was treated with medication, insulin injections, levemir. The contact suspected the pump to be the cause of the high bg and while in the ER, air bubbles were observed in the tubing. Upon follow-up, during troubleshooting with tandem technical support, the infusion set tubing was confirmed to be free of air bubbles. No other device issues were identified. The customer had left the ER with a bg of 119 mg/dl and was comfortable with resuming pump therapy.